Event description:
It was reported that there was a force sensor alarm on a pump. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed an occurrence of a "force sensor bridge test" error. Functional testing involved powering up the pump and testing the force sensor. "Force sensor bridge test" was found at power up and did not clear after calibration. The investigation determined that the force sensor not operating as intended was the cause of the reported issue. The force sensor was replaced. The plunger cable was also replaced as a preventive measure. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously. Additional information: h6 health effects health impact updated.

Manufacturer narrative:
Other text: b5: additional information was received and attached on 30 august 2022. The device was not in patient use during the issue. H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: model number: 4000.